Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "severe hiccups." The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that diaphragmatic stimulation had occurred just a few days post-implant and the patient had complained of a thumping sensation. The lead was reprogrammed twice and the sensation stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the left ventricular (lv) lead was reprogrammed for phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had described the hiccups as "becoming more uncomfortable."